Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers parent reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 505 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The device will not be returned for analysis.